Manufacturer narrative:
As reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt of the filter and perforation into the caval wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the caval wall; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt of the ivc filter and perforation into the caval wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information was received that the was perforation of the filter struts into the organs. Additional h6 patient code for this event is 1987 (perforation of organs). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt of the ivc filter and perforation into the caval wall, identified in a computerized tomography (CT) scan, performed approximately nine years after the filter implant. The CT scan noted that the filter had an inferior tilt to the left renal vein. The filter was also discovered to have perforated outside the walls of the ivc with the end of the filter found intraluminal. This has caused emotional distress, mental anguish, anxiety and stress. Additional information was received that indicated that there was perforation of the filter struts into the organs. The indication for the filter placement was recent deep vein thrombosis (dvt) of the right lower extremity, calf, and a planned right total knee surgery. The filter was placed via the right internal jugular vein and deployed with the top of the filter below the l2-l3 junction. A chest x-ray showed no pneumothorax and an abdominal x-ray of the kidney, ureter and bladder (kub) confirmed stable position of the filter opposite l3. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and perforation of the ivc and into organs could not be confirmed or clarified, nor can a conclusion about a relationship between the reported events and the filter be drawn. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional details were received from the patient profile form that the patient had a CT scan and the filter was noted to have a tilt inferior to the left renal vein. The filter was also discovered to have perforated outside the walls of the ivc with the end of the filter found intraluminal. This has caused emotional distress, mental anguish, anxiety and stress. Medical records received indicate the reason for filter placement was dvt, lower calf, right extremity. The trapease was placed without difficulty opposite the lv and kidney, ureter and bladdery x-ray confirmed the placement. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt of the ivc filter and perforation into the caval wall, identified in a computerized tomography (CT) scan, performed approximately nine years after the filter implant. The CT scan noted that the filter had an inferior tilt to the left renal vein. The filter was also discovered to have perforated outside the walls of the ivc with the end of the filter found intraluminal. This has caused emotional distress, mental anguish, anxiety and stress. The indication for the filter placement was recent deep vein thrombosis (dvt) of the right lower extremity, calf, and a planned right total knee surgery. The filter was placed via the right internal jugular vein and deployed with the top of the filter below the l2-l3 junction. A chest x-ray showed no pneumothorax and an abdominal x-ray of the kidney, ureter and bladder (kub) confirmed stable position of the filter opposite l3. There is currently no additional information available the product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and perforation of the ivc could not be confirmed or clarified, nor can a conclusion about a relationship between the reported events and the filter be drawn. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.